Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was not observed. The photo shows a shelf pack of tubes appearing to have no defects. Additionally, 30 retention samples from bd inventory were visually examined for closure separation after subjecting the tubes through a draw test and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep outs or loose closures. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap."